Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The in-stent restenosis of a non bsc stent was 90% stenosed and located in a calcified and moderately tortuous mid left anterior descending artery. The nc quantum apex mr 12mm x 5.00mm balloon catheter was used to dilate the lesion and ruptured at nominal pressure. The number of inflations is unknown. The device was removed intact. The procedure was completed with an non bsc balloon. No patient complications were reported and that patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).